Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances and no capture at maximum pacing outputs. It was determined that this lead had been previously programmed off, and the cardiac resynchronization therapy defibrillator (crt-d) system had been programmed to rv pacing only. The lead was re-evaluated in all available pacing configurations and only the lv ring to coil configuration yielded acceptable measurements; the other available configurations continued to display pacing impedances >2000 ohms. The lv lead was programmed back on in the lv ring to coil configuration. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.